Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a procedure performed on (B)(6) 2022. During the procedure, the device could not be deploy off the bands. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a procedure performed on (B)(6) 2022. During the procedure, the device could not be deploy off the bands. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head and handle assembly) was analyzed, and a visual evaluation noted that the returned ligator head had three bands attached, moved from their position and overlapped. The ligator head teeth were damaged/bent. The suture was intact and was attached to the distal trip wire loop. The trip wire was not secured and the slack was not taken up correctly. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the three bands attached in the ligator head were moved from their position and overlapped. The ligator head teeth were damaged/bent. It was found that the trip wire was not secured and the slack was not taken up correctly; however, the instructions for use (IFU) indicates, "secure trip wire in slot on handle unit." And "take up slack by pulling proximal end of trip wire on handle unit." These conditions could have affected the overall performance of the device causing the trip wire slipping through the handle assembly which contributed to an inaccurate deployment of the bands, and could have resulted to an improper deployment of the bands, causing more tension on the device, bending/damaging the teeth. Therefore, the most probable root cause for the encountered problems will be documented as not following instructions due to problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU). Block h11 (correction): b5 has been corrected from "during the procedure, the device could not be deploy off the bands." To "during the procedure, the device could not deploy off the bands."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a procedure performed on (B)(6), 2022. During the procedure, the device could not deploy off the bands. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.